Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient recently had a MRI about 1-2 weeks ago. The patient said that they forgot they had the implant and started to feel rectal pain during the MRI so they stopped the MRI. Since then patient said that the rectal pain has subsided more or less however not completely. Patient wanted to check and reset device. Unable to perform troubleshooting as patient couldn't find external devices during call. The patient stated they will call back. The patient states that they found the programmer and would like to make some therapy adjustments for the rectal pain. On the call, the patient was adamant that they wanted to increase stimulation. The patient increased from 1.00 to 1.05 and is comfortable. The patient stated that they did not want to decrease because since the MRI they have also dealt with leakage. The patient will monitor symptoms now that change was made and will follow up with healthcare professional hcp if it doesn't resolve and/or make additional therapy changes.